Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic. Artery in contact with common hepatic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No, the artery was easily reachable. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Outside patient: clip delivered was open. What were the indications for surgery? Gall bladder what was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk.

Event description:
It was reported that during a cholecystectomy procedure, the clips would not hold after placing. The device delivered the clips, but they remain open. The incident occurred from the first clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.